Event description:
It is reported that the device was implanted in 2001 and that the pt was revised in 2009, due to dislocation. Prior to the revision, the pt dislocated 3 times in one week.

Manufacturer narrative:
Eval summary: as returned, a majority of the elevated portion of the rim has separated from the rest of the liner. Sem analysis indicates that fracture occurred as the result of fatigue (the liner had been in place for approx 8 years). Possible causes of liner fracture could be, but are not limited to one or more of the following: pt activity, component misalignment, and/or dislocation. The provided x-rays (ap view only) may indicate shell misalignment, but this cannot be determined conclusively. The exact cause of this complaint cannot be definitively determined at this time. Eval codes: device history records indicate all components were manufactured and inspected to spec. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.